Manufacturer narrative:
E1: facility name (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed and then stopped. The settings were reviewed, and the pump was powered off. Reporter states that the bag of medication was empty, and when the patient had tried to run the pump, it alarmed each time it cycled. The pump was powered off, and the clamp had been closed again. The patient could not locate the total volume. It had stated 1.7 ml/hour over 4 days. Per reporter, the pump was not alarming empty and that the bag was empty. The pump indicated 15.7 ml, but the bag of medication was empty. The rate had been 1.7 ml/hour, the given volume had been 148.4 ml, and the reservoir volume had been 15.7 ml. The event occurred while in use with a patient at patient's home. No patient harm/adverse event reported. The patient was redirected to the clinic.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.